Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charged and boot up receiver and it passed. Downloaded receiver log and there was no findings related to the complaint. Performed global receiver test and passed all relevant testing. Performed "try it"audio/vibration test and passed. Performed intermittent vibration test and passed. Opened receiver case for interior inspection and passed. The customer's complaint was not confirmed due to the receiver passing all relevant testing. The root cause could not be determined as the allegation was not found.